Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified. (Expiry date: 09/2022).

Event description:
It was reported that post port device implant through the left internal jugular vein, blood was allegedly unable to be withdrawn from the device. It was further reported through radiography, the catheter was found to be fractured and fluid was noted to be leaking. The patient experienced swelling in the neck. The port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one MRI low-profile port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo and one medical image was provided for review. The investigation is inconclusive for the reported suction, fracture and leak issue, as there is evidence of a catheter tubing break at the insertion of the catheter into the left internal jugular vein in the provided image. However, no anomalies were noted on the device. The port body with attached catheter segment was patent to infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks, no leaks were noted. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 09/2022), g3, e3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant through the left internal jugular vein, blood was allegedly unable to be withdrawn from the device. It was further reported through radiography, the catheter was found to be fractured and fluid was noted to be leaking. The patient experienced swelling in the neck. The port was removed and replaced. The current status of the patient is unknown.